Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Missing screws were noticed by spd as they were putting trays back together per the mps, the screws were not located. Patient x-ray was done and it was confirmed that the screws were not in patient. Mps and spd technicians believe the screws fell out during the cleaning process. Tracking info to follow.

Manufacturer narrative:
Reported event: it was reported that missing screws were noticed by spd as they were putting trays back together. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 30 devices were manufactured under lot 3539108 and 21 devices were accepted into final stock on 01/05/2017 and 09 other devices were accepted into final stock on 01/03/2017.no non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n (B)(4), l/n 3539108 shows 01 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: ¿per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Missing screws were noticed by spd as they were putting trays back together. Per the mps, the screws were not located. Patient x-ray was done and it was confirmed that the screws were not in patient. Mps and spd technicians believe the screws fell out during the cleaning process. Tracking info to follow.